Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) clearlink continu-flo solution sets would not prime. This occurred while attempting to prime with lactated ringers and normal saline solution. The roller and slide clamp were verified to be open. There were no kinks or any obvious obstructions observed with the affected sets. There was no patient involvement. No additional information is available.